Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through its implant patient registry that a second device, a 9000tfx 26mm, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately fourteen (14) years and four (4) months. Both devices remain implanted. Through follow up with the health care provider, it was learned the original 21mm aortic pericardial valve was replaced due to calcification. No other information has been made available.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return because it remains implanted. However, the DHR review was complete. This device passed all manufacturing and sterilization inspections with no nonconformance. Response from the health care provider indicated replacement of the aortic pericardial valve was due to calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient history or event information has been provided. Therefore, we are unable to confirm the health care providers clinical comments. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.